Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during the bha, when the operative area was cleansed after the surgeon was checking the neck length on a final trial, the staff found the trial head was broken.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device was received with multiple small pieces fractured off. The event was confirmed. Examination of the fractured surfaces with the material analysis team indicated the observed failure is consistent with overload conditions investigated in previously reported events for the same product and issue. Further analysis is therefore not deemed needed. Dimensional and functional inspections were not performed as the device was received in damaged condition. Conclusions: the investigation concluded that the reported fracture was caused by multiple overload conditions. No manufacturing defects were observed.

Event description:
It was reported that during the bha, when the operative area was cleansed after the surgeon was checking the neck length on a final trial, the staff found the trial head was broken.